Event description:
It was reported to philips the system failed to power on and stopped at "system starting 0:00". The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during a neuro-vascular diagnosis procedure and the procedure got delayed. The philips field service engineer (fse) inspected the system onsite and found that the system failed to power on and stopped at 00:00. The fse inspected the system and found that the voltage of the internal battery was low. The fse replaced the battery but the issue persisted. The fse checked the system again and found issues with the flexvision pc. The fse replaced the flexvision pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.